Event description:
The customer reported a flow problem was identified for the subject device during the endoscope disinfection cycle. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found a solid material, whose origin could not be identified and removed, clogging the nozzle which prevented flow of air and water through the nozzle. In addition, the adhesive on the bending section cover was separated and worn, the light guide lenses were cracked, the distal end cover was scratched, the connecting tube protector was torn, the rubber on switch 1 was pierced but did not leak, and insulation resistance was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the cause could not be presumed further. No deviation from the instructions for use was found in the reprocessing and handling of the device by the user facility. Olympus will continue to monitor field performance for this device.